Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported the image screen goes blank during fluoro and the system 6800 produces warning sounds. No pt injury was reported.